Manufacturer narrative:
A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. One phaco tip sample was returned for evaluation. A visual inspection of the phaco tip was performed and was deemed nonconforming from it surgical use. Surgical material is present at the distal inside diameter of the tip. The aspiration bypass hole is completely closed with surgical material. Surgical material is also in the posterior inside diameter of the tip. The evaluation does confirm the phaco tip is obstructed. The root cause of the obstruction is due to surgical material in the inside diameter of the cannula. This evaluation cannot determine the reason for the buildup of surgical material in the phaco tip to cause the occlusion alarm to occur. The complaint information indicates the representative believes the clogging is from the surgeon going too aggressive with the machine settings. No specific action by the manufacturing location with regard to this complaint was taken because the reason for the occlusion cannot be determined, but does not point to a manufacturing issue. All phaco tips are 100% visually inspected during the manufacturing process to insure no obstruction is present. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
A materials manager reported that the phaco tip clogged during a cataract procedure. The occlusion bell provided a warning. The product was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.